Event description:
Pin broke during removal and remains in pt.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product code and lot code required to retrieve the device history records for review and search the complaint database were not provided. The investigation could not verify or draw any conclusions about the reported breakage based on the lack of the product to examine and insufficient product info. Provided info stated pt's hard bone was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.